Manufacturer narrative:
(B)(4). Date sent: 04/04/2023. D4: batch # 826a12. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a linear cutter 55mm device inside of a blister with the knob broken off. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the firing mechanism damaged as the firing knob was broken off. In addition, no package was received for analysis. The device was received with no reload present. Further analysis showed the knob present damage, and scratches in the channel area and on the walls when the proximal end of the cartridge is seated were noted. No functional test could be performed with it due to the condition of the device. The event reported was confirmed and the damage noted on the device is related to improper use of the device. While the exact nature of the pressure applied to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are pressed against each other when the latch is been closed damage to the knob could occur. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a12, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cutter broke while using. There were no patient consequences.